Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A nurse at a facility reported a patient found fluid leaking from the cassette following a treatment. The patient found a puddle of fluid under the cycler. The cassette was discarded. During follow up the nurse reported the patient did not require any medical intervention and there was no adverse event for the patient. Further information about the patient was not made available.